Event description:
Patient was revised to address pain. It appeared that the tibial tray may have been slightly too big and overhanging some laterally. The tray was not well fixed, with loosening at the cement/implant interface. Competitor cement was used in the primary surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.